Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power issue. It was also reported that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015, device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2015 with the following findings: a visual inspection of the pump showed moisture in the battery canister. The battery compartment was observed to be cracked. The pump failed a leak test due to this. The pump powered on during testing; however, a sleep alarm emitted after 15 minutes. The display screen remained blank, and the complaint could not be fully tested due to this. The pump cover was opened and a single component failure was found.